Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip did not release.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a hemostasis clip procedure performed on (B)(6) 2022. During the procedure, the clip grasped and locked onto tissue; however, the clip did not release. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.